Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated surgery, the atrial lead exhibited noise. Lead damage near the pin was noted. The lead was explanted and replaced. The patient's condition post procedure was stable.